Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator would not power on. The manufacturer evaluated the device and found that the device powers on but was false triggering. The manufacturer confirmed the incorrect circuit type was selected. The settings were adjusted and the device was found to operate and alarm as designed. Product labeling states,"the device can provide therapies typically associated with both ventilator dependant and non-dependant patients. The mode of ventilation, circuit type, and alarm strategies should be chosen after a clinical evaluation of each patient's needs."